Event description:
It was reported that the asymptomatic patient presented. Upon review, both the right atrial and right ventricular lead exhibited noise. The patient had an underlying intrinsic rhythm, yet some inhibition of pacing was seen. All other electrical measurements were normal. The noise was not reproducible with isometrics. No intervention was performed.